Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be a duplicate report of 0001825034-2021-01441. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be a duplicate report of 0001825034-2021-01441. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown patella - unknown. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01435.

Event description:
It was reported that a patient underwent a tka. Subsequently, the tibia and the poly were revised because of wear approximately 12 years later. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.